Event description:
During a lumbar fusion of the l4-5 using globus creo pedicle screws and rods a piece of metal threading was found inside the patient. Earlier in the procedure a tulip from the globus loaner tray had not been connecting-the surgeon was not getting the expected resistance and result- and it was swapped out. An examination of the original tulip discovered the piece to be missing threading. When compared with an intact tulip, not all the threading could be accounted for. X-rays were negative for further metal fragments. Manufacturer response for tulip, creo mis system (per site reporter). According to the representative they are conducting an internal review.